Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin squirted out during the manual prime process. The patient's blood glucose at the time of incident was 244 mg/dl. During troubleshooting the customer confirmed that the motor would not slow down nor did numbers ramp up on the screen. The priming issues persisted despite multiple infusion set changes. The insulin pump will be returned for analysis.